Manufacturer narrative:
The event was reported by the user facility to the national authority only draeger was not involved in device check or analysis of the reported event. The device was manufactured in (B)(6) 2017 and is not under maintenance contract with draeger no further information could be obtained. Due to the very little information the manufacturer is not able to investigate or to draw a conclusion about the root cause of the event or if appropriate measures and repairs have been performed after the event. Under consideration that the event occured during transport the environmental and use condition may be relevant, like impact/collision or disconnections of cable or hoses to the device. Finally no reliable conclusion can be given the case was closed due to insufficient information. H3 other text : device not available for investigation, 3rd party service.

Event description:
It was reported that the patient was connected to the sub acute ventilator and ventilated while being transported for an external examination. On the way back to the department the ventilator suddenly showed a white screen and did not work normal. The patient was immediately supported by a breathing bag and connected to another ventilator at arrival on the ward. No injury or serious impairment of patient´s state of health was reported.